Event description:
The device was returned to zoll medical for preventative maintenance. During system testing of the device the technician found the pacer control would not change settings on the display. There was no pt involvement with this malfunction.